Event description:
Caller reported that their t:slim x2 pump's battery would not charge, and the screen remained dark. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.